Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an arrhythmia alarm did not sound. There was no adverse event or patient harm reported.